Event description:
A ms-2610 drill tip was broken and temporarily left in patient's bone. It was discovered within a few minutes of surgery that the drill had broken and the drill tip was missing. Patient was brought back into operating room and the drill tip removed without further incident. Doctor stated that he first performed an austin procedure and implanted ms-181212 staple without any complications. He then performed an akin procedure on the same patient and planned to use the ms-101010 staple. During drilling of the holes, he noticed that drill guide was angled incorrectly. Unhappy with the alignment of the holes, he decided not to implant a staple and used sutures to complete the procedure. Drill was returned to metasurg for analysis. Based on visual examination, subsequent tests and doctor's description of events, it is our conclusion that the failure of the device was most likely attributed to misuse while attempting to realign the drill guide and drill during drilling. The only test conditions that could effectively recreated the failure was the test that allowed the drill guide to change its angular alignment while the drill was embedded in the bone and was spinning. This is consistent with the doctor's description of events. At first post-op visit, patient was recovering and showed normal signs of healing.